Event description:
The nurse practitioner of the hospital as well as all the attending physicians had converted to duramax from duraflow. They have now had 4 pts where the s tip caused heart arrhythmias. When they tried to pull it back to shorten the length, it didn't work. This report is for pt #4 of 4.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample, angiodynamics is unable to conduct a thorough investigation. This is the first reported complaint of this type. The exact cause of the complaint is unk. It is possible the catheter was placed too far into the ra. The instructions for use do not recommend placement in the right atrium. The catheter is primarily placed in the internal jugular vein. The instructions for use list the following statements that are related to this complaint type: it may be inserted percutaneously and is primarily placed in the internal jugular vein if an adult pt. Alternate insertion sites include subclavian vein as required. The curved duramax catheter is intended for internal jugular vein insertion. The selection of the appropriate catheter length is at the sole discretion of the physician . To achieve proper tip placement, proper catheter length selection is important. Routine x-ray should always follow the initial insertion of this catheter to confirm proper placement prior to use. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.